Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity and potentially exhibited remote monitoring disablement. Device replacement was recommended. At this time this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report includes the initial reporter's first name. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity and potentially exhibited remote monitoring disablement. Device replacement was recommended. At this time this device remains in service. No adverse patient effects were reported.